Event description:
It was reported that balloon rupture occurred. A 4mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure, the balloon ruptured. No patient complications were reported. Returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination did not reveal any damages. Microscopic examination revealed two pinholes in the balloon located 14mm and 15mm away from the tip. There is blood present in both the balloon and inflation lumen. Further investigation revealed that the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there are two pinholes in the balloon. The investigation conclusion code is adverse event related to procedure.